Manufacturer narrative:
This device was manufactured in jun 2010, invoiced on (B)(4) 2010 and in use for 11 months. Allegedly, the dc adaptor cord was hot. It was alleged that there were melted components but it is uncertain which internal components actually melted.

Event description:
The cord on the dc adapter allegedly got hot and melted the internal components. No injury is alleged.